Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had fatal error due to bloated database. A technical support specialist dialed into station, checked the database usage it had exceeded, executed a structured query language command line utility (sqlcmd) command from the backend to shrink the database without interrupting the workflow and ran a database size check using structured query language command line utility (sqlcmd). The tss verified that the used and total size had dropped below 8.5 gb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurses were getting a fatal error when trying to pull patient medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.